Manufacturer narrative:
No additional information on the patient or event is available at this time. Supplemental report(s) will be submitted as the information becomes available. The device has been returned and a product investigation completed for it was completed on february 18, 2020. The manufactured date is not available at this time. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check with error code u509. Both switches were checked and both switches were found to be functional. A visual inspection on the received condition was performed on the device; there was some tissue build up. The ptfe pad (teflon pad) was inspected and found it has normal wear. The distal end of the device was inspected under a microscope and found approximately 17mm of the probe was detached; detached probe was returned. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on the similar reported events, the conclusion of the device evaluation determined that the cause for the detached probe is attributed to the probe coming into contact with a hard or metallic surface during activation. The instruction manual (IFU) includes several warning statements in an effort to prevent damage to the device: "do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
The reported event states that during a therapeutic total laparoscopic hysterectomy the device tip broke off inside the patient. The broken piece was retrieved. Prior to the break, a probe damage error was received. There was no adverse impact on the patient. An identical device was used to complete the procedure successfully with no other incidents.

Manufacturer narrative:
Additional information was received regarding the patient and the event. The reported event caused a minimal delay about five minutes needed to retrieve the broken tip and then replace it with a new thunderbeat hand-piece to complete the procedure. The patient was under general anesthesia at the time of the delay. The anesthesia did not have to be readministered. Toward the middle of the procedure while the doctor was doing a colpotomy, the probe metal tip broke off in one piece as the device was being removed from the peritoneum and fell into patient intra-peritoneally. The broken piece was retrieved with a use of a blunt laparoscopic grasper. The device was working normally and then the ¿probe damage error¿ showed up in the lcd display of the thunderbeat unit. The settings were the default settings of 1 seal and 2 seal and cut. There were no error, alarms or alert tones. The device was inspected prior to use and no abnormalities were noted. The connections were checked and found to be secured. No cable damage was noted and no cords/cables were bundled.